Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow button was under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 30-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: during the investigation, the keypad cover was found to be undamaged. The keypad¿s up button was found to be unresponsive. Opened keypad cover, no contaminants found under contacts. Opened pump, keypad flex connector not fully inserted.